Manufacturer narrative:
After its receipt, the pacemaker first underwent a status interrogation, and the memory content of the implant was analyzed. The analysis of the memory content showed an increased current uptake of the device. The pacemakers capability to provide therapy was then tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed a specification-conforming behavior in regard to its device functions. In a next step, the device was opened, and the internal structure was examined. No visual anomalies were seen. The current uptake of the electronic module was measured directly and confirmed an increased power consumption. Further analysis identified a damaged track on the electronic module, which then led to an increased current uptake and thus to the clinical observation. The manufacturing process for this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior, and the current uptake, in particular, was normal. In summary, the clinical observation was the result of an increased current uptake, which was caused by a damaged track of the electronic module. The technical analysis showed that the pacemakers capability to provide therapy was not impaired at any time.

Manufacturer narrative:
The pacemaker was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis confirmed an elevated current consumption. The root cause for this clinical observation could not be determined. An analysis of the device itself is essential. However, a damaged electrical component could not be excluded.

Event description:
Ous MDR - after an implantation period of approximately 4.5 months, it was reported that the device indicated a remaining battery capacity of 50 percent. During a revision procedure in (B)(6), a remaining battery capacity of 70 percent had been observed. The pacemaker remained implanted at that time.